Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right atrial lead was fractured due to subclavian crush. The physician indicated that the lead would not be removed, the device was programmed to vvi. No adverse patient effects were noted.